Manufacturer narrative:
No definitive root cause was determined; however, repairs have returned the instrument to its expected operation. Info was not provided regarding possible error messages/result codes intended to suppress erroneous test results. Provue malfunction could not be ruled out. This customer has not logged any complaints against this analyzer since the repair.

Event description:
The customer reported that the probe on the ortho provue analyzer leaked. The user noticed the issue and aborted testing. Info was not provided regarding results of pt testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.